Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 900 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Additional information has been provided for this event. The information has been provided with this report. The insulin pump passed the functional tests including the operating currents measurements, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The device was received with normal operating currents and no unexpected failed battery test, off no power alarm or low battery alarms or blank display noted. The pump had minor scratches on display window.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 897mg/dl. Customer's current blood glucose was 175mg/dl. Customer was in the emergency room and was admitted to intensive care unit. The customer had high ketones. Customer was feeling sick, vomiting and had nausea. They were treated with insulin via IV. The customer was wearing pump at the time of hospitalization, but was taken off the pump in hospital due to high ketones. The customer was unable to rewind pump due to failed battery. The customer does not believe is the pump causing high blood glucose, she stated the serter does not work well; she has to push it 2-3 times for it to work. The customer was advised to change entire set, reservoir and insulin. The pump will be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.